Manufacturer narrative:
Medtronic has not received or evaluated the suspect device/component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator shut down during use. Upon attempting a restart, a system error was generated. The patient's sat uration decreased to level 70. An ambu bag was used and the saturation was recovered to level 90.

Manufacturer narrative:
One pump/manifold assembly for the newport ht70 ventilator was received for failure analysis. The reported symptom could not be duplicated, but a different symptom was observed. The pump/manifold assembly was connected to the main control board and the pneumatic circuit of an ht70 test unit. The unit under testing (uut) was powered up and allowed to ventilate for approximately 30 minutes on standard test settings per the ht70 service manual. Throughout the duration of ventilation, the uut did not issue any alarms; however, the pump did make a grinding sound. The pump was disconnected from the test bed. Upon further inspection of the pump, a significant amount of debris was observed within the piston assembly cover on the large cap end of the pump. Additionally the linkage shaft was observed to be loose in the rotational bearing within the linkage arm. These observed symptoms were caused by wear in both the linear bearings and the rotational bearings on the large cap end of the pump. If information is provided in the future, a supplemental report will be issued.